Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank. Customer was advised that insulin pump would be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received stuck in a full black segment display after inserting a battery due to moisture damage on the electronic assembly. Moisture damage was noted on the motor assembly. Unable to perform functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the stuck in full segment display after inserting a battery. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners and a cracked reservoir tube lip.